Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported leakage at the patient's infusion site. Caller stated patient is experiencing elevated blood glucose levels due to the leaks up to 20 mmol/l; was able to self-treat. No adverse event reported. Requested return of the alleged device and replacement was sent.